Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure treated the 99% stenosed target lesion located in the calcified and moderately tortuous left anterior descending artery. The physician attempted to advance a 2.75x32mm taxus liberte stent, but met resistance and was unable to cross the target lesion. Resistance was also encountered while removing the device and stent damage at the proximal edge of the stent was noted following removal. No pt complications occurred.

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).